Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture as a result of lead dislodgement. A repositioning procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.